Manufacturer narrative:
Results of device history record review indicates part met specifications. Visual examination indicates the device tips are gauled and worn. The driver would not engage a screw. The investigation determined the wear is consistent with normal use.

Event description:
On 12 jun 2008, the returned product evaluation identified that the device was not worn as previously reported by the sales representative in 2008, but that the device tips were gauled and it was difficult to load screws onto the driver. This malfunction has been reported in the past.